Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed fault code "16" (timeout moving to take-up position) error message. Crew was unable to clear error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during initial functional testing and archive data review. The root cause of fault code 16 was due to a defective drivetrain motor likely attributed to normal wear and tear and contribution from mishandling cannot be ruled out. The autopulse platform was manufactured in may 2014 and is 7 years old, well past its service life of 5 years. Visual inspection was performed and unrelated to the reported complaint, observed a cracked top cover, front and bottom enclosures, and a cut through hole and missing screw on the load plate cover, likely as a result of damage sustained due to mishandling such as a drop. The top cover, front and bottom enclosures, and load plate cover needs to be replaced to address the physical damages issues. During archive data review, record shows multiple fault code 16 errors occurred, thus confirming the reported complaint. Also, unrelated to the reported complaint, user advisory ua24 (timeout moving to "home" position) and user advisory 2 (compression tracking error) recorded in the archive. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per auto pulse user advisory list, ua24 error message alerts the operator that the driveshaft will have to travel out of specified range to get to the calculated compression depth. This error occurs if there is an internal component error or device malfunction. If there is no internal component failure/malfunction detected, this error message can be cleared when the user press restart. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed the initial functional testing due to fault code 16 error message displayed on the lcd screen, thus confirming the reported complaint. The root cause of fault code 16 was due to a defective drivetrain motor likely attributed to normal wear and tear. The drivetrain motor needs to be replaced to remedy fault code 16 error message. Upon further functional testing and unrelated to the reported complaint, observed sticky clutch plate. The root cause of the sticky clutch plate is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely due normal wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the problem. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).